Event description:
It was reported that the vns pt was referred for generator replacement surgery as the pt has been experiencing an increase in seizure activity nearing the pre-vns baseline, and also experiencing an increase in seizure intensity. The pt was hospitalized due to the seizure activity, and surgery will be scheduled once the pt is stabilized. Further follow up with the neurologist revealed that since the seizures activity has increased over the past several months, there have been no other changes in regards to medication changes, or external factors that the physician is aware of, and therefore, the physician believes that the device is reaching end of service, thus contributing to the seizure activity. However, diagnostic testing has been performed recently, and the end of service status is still set to no, and diagnostics have revealed normal device function. The output current has been increased recently as well as medication changes to help with the seizures.